Event description:
A hospital in (B)(6) reported via our distributor that the "expiration limb port" of an rt206 adult inspiratory heated breathing circuit was "damaged". This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint breathing circuit was visually inspected. Results: the visual inspection identified the port cap to be missing from the y-piece. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we are unable to determine the root cause of the missing port cap. All connections are checked before the breathing circuits are packaged. Moreover, all rt206 breathing circuits are pressure tested for leaks prior during production and those that fail are rejected. If the port cap had been missing, the complaint breathing circuit would not have passed the leak test. This suggests that is possible that the port cap became loose post production, possible during transportation or storage. We have not received any other complaints of this nature for this product.